Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device weighed 307.2 grams w/bag. The gel appeared clear. No foreign material was observed within the device. Gel was observed on the shell surface. During initial examination, pe observed the device severely rented; it was returned in three sections. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the root cause of the material observed on the shell surface. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 450cc, catalog number 3504504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced rupture on the right side. As a result, the patient underwent removal on (B)(6) 2017. This report contains supplemental information for mentor psr reference number (B)(4). On 9/12/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.